Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead is planned to be reprogrammed.

Manufacturer narrative:
Concomitant medical products: etlw1624c124e stent graft implanted on: (B)(6) 2016; etlw1624c124e stent graft implanted on (B)(6) 2016; esbf3614c103e stent graft implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.